Event description:
It was reported that the patient experienced hemosputum related to the patient's underlying disease and abacterial abscess around driveline penetrating part. The patient was readmitted from (B)(6) 2020 until (B)(6) 2020. A prothrombin time control was performed to the hemosputum. The ventricular assist device penetrating part debridement and vacuum-assisted closure therapy was performed to the abacterial abscess.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct cause for the driveline infection could not be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported event of hemosputum could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) , rev. B, is currently available. The IFU lists infection and bleeding as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. The heartmate ii patient handbook is also available. Section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.